Event description:
It was reported that, "dr. (B)(6) implanted a trident psl shell, two screws, and polyethylene insert. After he reduced the hip and put the pt through range of motion movements, the hip was dislocating. Dr. (B)(6) asked for restoration adm to gain more stability."

Manufacturer narrative:
Method - review of device history records and product experience reporting database. The trident 0 deg insert 40mm, cat# 623-00-40e, lot# mkrvht was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the reported hip dislocation. An eval of the device cannot be performed as the device was retained by the hospital and was not returned to the MFR. Add'l info was requested, but not made available. The root cause of the reported event could not be determined with the limited info provided. Device history review indicated the devices were manufactured and accepted into final stock with no reported discrepancies. The product experience reporting database was reviewed for similar reported events regarding dislocations. There have been no other events for the reported lot ID. Should add'l info become available, the eval summary will be submitted in a supplemental report.